Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 04/30/2021. An investigation was conducted on 05/04/2021. A visual inspection was conducted. Signs of clinical use and heavy evidence of charred material was observed on the heater wire. Blood was observed on the toggle and harvesting handle. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. An electrical testing was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device activated and transected tissue four (4) times with no cautery failure observed. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at 0.67 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported failures "electrical issue" was not confirmed. The lot # 25152044 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they complained of lack of energy going to the hp2 cautery. The generator stopped beeping and they waited over a minute but the cauterization was faint. The jaws did not turn red. No bleeding was caused by this. They changed out the generator and hp2 cord to no avail. They opened up another kit and that worked. No detriment to the patient.